Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04). Stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during implantation, the surgeon had trialed for a size 10 stem; however, when implanting the actual size 10 stem, it appeared larger than the trial and remained proud while broaching. Attempts have been made and no further information has been provided.